Event description:
A customer contacted physio-control to report that their device did not recognize the electrodes being connected to the patient during use. The customer advised that a backup device was available and was used to continue patient care. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
The device and electrodes used during the event were returned to stryker for evaluation. The electrodes did not detect patient impedance when initially tested, thus confirming and duplicating the issue. Upon further evaluation it was observed that the transparent release liner was still attached to the electrode, and the gel underneath the liner had no evidence of dust or hair. From this evaluation, it was determined that the liner was not removed from the electrode during the placement on the patient, causing the patient connection to not be recognized. This indicated that the customer did not use the red loops to remove the electrodes from the tray, but pulled the electrodes up from the bottom, taking the liner with them but this use error cannot be conclusively determined. The device was archived by stryker.

Event description:
A customer contacted physio-control to report that their device did not recognize the electrodes being connected to the patient during use. The customer advised that a backup device was available and was used to continue patient care. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Section h6, method code of the supplemental medwatch report indicates testing of actual suspected device and analysis of data provided by user/third party. Section h6, method code of the supplemental medwatch report should indicate testing of actual suspected device. Section h6, conclusion code of the supplemental medwatch report indicates cause traced to user. Section h6, conclusion code of the supplemental medwatch report should indicate cause not established.

Event description:
A customer contacted physio-control to report that their device did not recognize the electrodes being connected to the patient during use. The customer advised that a backup device was available and was used to continue patient care. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
The device status was checked on lifenet and it was confirmed that the device was in a "not ready (electrodes not connected)" state on (B)(6) 2021. The customer was contacted numerous times to arrange collection of the product for evaluation, but no response appears to be forthcoming. The device has not been returned to stryker for evaluation. The cause of the reported issue could not be determined. A replacement device was sent to resolve the issue.

Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device did not recognize the electrodes being connected to the patient during use. The customer advised that a backup device was available and was used to continue patient care. There were no reports of adverse effects to the patient as a result of the reported event.